Manufacturer narrative:
(B)(4): lens not returned.

Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found the lens torn into two pieces. There was evidence of dark surgical residue. Conclusions - (no conclusion can be drawn):based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4)

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens but didn't like how the lens looked in the patient's eye, so the lens was removed. The lens was replaced with a different lens. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch report will be submitted.